Event description:
The doctor was using the sonicision and the sound that the device normally makes was very slow. She was not achieving the tissue reaction she normally gets with the device. The light was green, but it was not working properly. The scrub changed out the battery and generator and got the same reaction. When the scrub changed to a new disposable device, there was clearly a difference in the sound and tissue action. The defective device was immediately passed off the field and sequestered.